Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device intended to use in treatment has been returned and evaluated. Visual inspection found no defects. Functional evaluation was performed. The evaluation followed the incise drapes in-process control procedure and passed test. The reported problem was not confirmed, we have not been able to establish a relationship between the device and the reported event or determine a root cause. Factors that can contribute to the reported event include user feel issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file does not contain further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the sterile pouch of a opsite incise 55x45cm ctn 10 opened easily and with small strength than usual. The opsite incise 55x45cm ctn 10 was not used for treatment because it was in question the sealing integrity of the pouch. The treatment was completed without delay and it is unknown how the treatment was resume. No patient injuries or other complications were reported.